Event description:
The pt called lifescan and alleged the one touch basic original meter would not turn on. The pt felt shaky and a medical professional was contacted; no treatment given. The customer care representative performed troubleshooting and the issue was not resolved. Based on the info obatined from the pt there is indication the product malfunctioned. The meter was replaced and return expected.